Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device motor was blocked, seized, and rough running. It was noted "motor internal lock". It was further noted that the device failed pre-repair diagnostic tests for status of development, general condition, power with test bench, and starting behavior. It was noted in the service order that during an unspecified surgical procedure "after 10 minutes of use loses strength, but it continued working". It was reported that there were no delays to in the surgical procedure as an unspecified spare was available and the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.